Event description:
The patient's daughter called for assistance as she was changing the patient's insulin cartridge. During this process, she was returning the piston rod when she reported the black metal piece to the patient's insulin infusion device piston rod came off. She stated that she could see the silver screw piece and the black piece was detached from it. The patient's daughter was advised to have the pt switch to her backup infusion device and was assisted in setting up the device for use. No blood glucose concerns were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for evaluation.